Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck with a motor error alarm during the bolus/basal delivery. Unable to confirm any error alarm in the alarm history screen due to an overwritten history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, and a shifted end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 95 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer was unable to confirm if they received a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.